Event description:
It was reported that the ilet pump screen would wake but could not be unlocked, and attempts to restart the device via the mobile app and accept an update were unsuccessful, leading to replacement of the device. Symptoms included no adverse clinical symptoms. Outcomes included no impact to health, no medical intervention, and continued cgm use via the dexcom app or receiver. Investigation included technical support troubleshooting and user guidance to shut down the device and sync data to the mobile app. Investigation of this case revealed a screen interface malfunction with unresponsive touchscreen behavior. It was concluded that the device exhibited a malfunction of the user interface with no patient injury.